Event description:
Same case as MDR ID: 2134265-2015-03900. It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mid to proximal left anterior descending (lad) artery. A 28 x 2.50 and a 28 x 3.50 promus premier¿ drug eluting stents were implanted in an overlapping manner to treat the lesion. However, during fluoroscopy, the stents were seen broken. A 3.5 x 24 and a 3.5 x 16 promus premier¿ drug eluting stents were implanted for double stenting. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).